Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient reported that they were about to bolus 12x a day but because the boluses did not provide any additional relief, he usually would bolus about 3x day. Patient stated the doctor had been increasing the continuous flow so far, but he did not think the nurse practitioner (np) had been increasing the bolus dose which was why he did not feel any additional pain relief when he boluses. Patient stated he had discussed this with the np and he was told to call medtronic. Patient stated that the pump had been doing a good job covering his pain. Patient stated lag time of about 3-4 min when trying to connect to the pump to bolus. Patient also states he was also still getting service code 156. Additional information was received from a company representative (rep) regarding a patient's external equipment. It was re-reported that the personal therapy manager (ptm) was getting stuck at 90% and getting slower over time. Also reported patient frequently sees code 0x507578a5 code when delivering bolus. Walked through clearing pds data which increased the telemetry time significantly. Company rep tried communicating twice and did not see the other error code.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software product ID hh90t01 lot# serial# (B)(6): product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.